Manufacturer narrative:
During follow-up, the patient said he followed up with his urologist to just to be sure he recovered fully. The urologist conducted a cystoscopy and found no problems so he let the patient return to self-catheterization, and gave no reason why he might have experienced the uti.

Event description:
Intermittent catheter patient (user) said he went to the emergency room (ER) a little over a month ago for a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said he went to the ER in april due to not being able to insert the catheter. At the ER, they inserted a foley catheter and treated him for a uti and was released the same day. He took the full course of the antibiotic and recovered fully.